Manufacturer narrative:
This incident was reported to hospital as indicated. It was verbally reported that this device was being used during a breast augmentation. It is very questionable how multiple small burns occurred on the legs for this type of surgery. It is noted in the report we received from our customer that this was probably user error. No intervention was required.

Event description:
This report came in from another country. The problem reported was that the patient sustained multiple small burns on the legs.